Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the mitral valve. However, during the first establishing final arm angle (efaa) test, it was observed that the clip continuously opened from less than 10 degrees to greater than 90 degrees. The clip was ultimately able to be closed and deployed on the leaflets, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.